Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error code was found in the device's error log. The internal li-ion battery will need to be replaced to resolve the issue. Additionally, the device powered on and operated as it should. The device came in with no power cord. No repairs were performed. The unit has been scrapped.